Event description:
It was reported that during a routine device upgrade procedure, a light insulation abrasion and fluid ingress was noted on a proximal area close to the pin on the right ventricular (rv) lead. The physician determined that the rv lead should be removed. During the extraction attempt, the helix would not retract. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to melting. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).